Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak associated with a patient's pd treatment. The patient opened door to liberty cycler to removed the used cassette post training treatment. When patient opened the door, about 50ml liquid splashed onto the cart/floor. Pt was already disconnected. All clamps were closed. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention or adverse events associated with the leak. The patient continued to use the cycler after letting it dry out overnight. The cycler is not available to return.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak associated with a patient's pd treatment. The patient opened door to liberty cycler to removed the used cassette post training treatment. When patient opened the door, about 50ml liquid splashed onto the cart/floor. Pt was already disconnected. All clamps were closed. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention, or adverse events associated with the leak. The patient continued to use the cycler after letting it dry out overnight. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.